Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer took battery out and then put it back in and they are still getting the alarm. Troubleshooting for keypad anomaly and button out was performed and customer stated that the keys are unresponsive. Customer advised they were out in the rain while it was raining heavily which possibly exposed the insulin pump to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.